Manufacturer narrative:
Date of event: event date is approximate. Concomitant medical products: product ID: 3889-28, lot #: va12t3d, implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 17-dec-2019, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was first received 2018-aug-24 from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was having pain around their tailbone which started 5 months ago. It was noted that they had an x-ray and were working with a healthcare provider about it, but the patient was not sure if the device was related to the pain. The patient met with the healthcare provider who manages their device, and they didn¿t see a connection with the tailbone pain and ins, but the patient stated that they don¿t know much about the device. It was stated that they were being referred to pain management for their pain, but want to rule out that the pain is being caused by the ins. The patient was sent a listing of local healthcare providers for a possible second opinion, and it was reviewed that they could possibly meet with manufacturer representative. There were no device issues reported. On 2018-oct-17 additional information was received from a health care professional: it was reported that the healthcare provider ordered an x-ray and everything looked fine, but they would be ordering a CT scan for sacral/tailbone pain. It was stated that the healthcare provider didn¿t think the sacral/tailbone pain was related to the therapy or device. On 2019-mar-14 additional information was received from the patient: patient states she was having problems with her pelvic and back since about (B)(6) 2018, so they took the old ins out and implanted a new one and moved the lead. No further complications were reported or are anticipated.